Event description:
A premature baby developed an inflammatory reaction.

Manufacturer narrative:
Additional information has been requested from the customer. Upon completion of the investigation, a supplemental report will be submitted.